Event description:
A malfunction was reported with the t: slim x2 pump as the battery would not charge, and the screen remained dark. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support advised the customer to try different troubleshooting steps, including using a known working power source and leaving the wall adapter plugged in for at least 30 minutes. Further follow-up was planned to resolve the issue.